Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 20 mg/dl with severe confusion and loss of consciousness. The patient reportedly received emergency medical services at home; glucagon injection. The patient reportedly refused to go to the hospital as advised by emergency medical services. The reporter alleged the low blood glucose episode occurred as a result of the patient not hearing pump alarms. Troubleshooting by animas customer support revealed the alarm volume setting was set to ¿low¿. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; no pump malfunction was indicated.